Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 10-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and deafness ("hearing loss") in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), deafness (seriousness criterion medically significant), back pain ("lumbar pain (dysarthrosis)"), osteoarthritis ("lumbar pain (dysarthrosis)"), myalgia ("muscle pains"), tendonitis ("tendinitis"), fatigue ("overwhelming fatigue"), dyspnoea ("shortness of breath"), amnesia ("memory loss"), nervousness ("nervousness") and vision blurred ("blurred vision"). Essure treatment was not changed. At the time of the report, the pelvic pain, deafness, back pain, osteoarthritis, myalgia, tendonitis, fatigue, dyspnoea, amnesia, nervousness and vision blurred outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, deafness, dyspnoea, fatigue, myalgia, nervousness, osteoarthritis, pelvic pain, tendonitis and vision blurred with essure. The reporter commented: the patient wishes the essure removal. Further company follow-up with the consumer or regulatory authority is not possible. Incident: we received a serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-dec-2018. The most recent information was received on 20-dec-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and deafness ("hearing loss") in an adult female patient who had essure (batch no. 50512918) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), deafness (seriousness criterion medically significant), back pain ("lumbar pain (dysarthrosis)"), spinal osteoarthritis ("lumbar pain (dysarthrosis)"), myalgia ("muscle pains"), tendonitis ("tendinitis"), fatigue ("overwhelming fatigue"), dyspnoea ("shortness of breath"), amnesia ("memory loss"), nervousness ("nervousness") and vision blurred ("blurred vision"). Essure treatment was not changed. At the time of the report, the pelvic pain, deafness, back pain, spinal osteoarthritis, myalgia, tendonitis, fatigue, dyspnoea, amnesia, nervousness and vision blurred outcome was unknown. The reporter provided no causality assessment for amnesia, back pain, deafness, dyspnoea, fatigue, myalgia, nervousness, pelvic pain, spinal osteoarthritis, tendonitis and vision blurred with essure. The reporter commented: the patient wishes the essure removal. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer or regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 20-dec-2018: quality-safety evaluation of ptc. We received a serial number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.